Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, error 86 was displayed. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) they performed a hard power cycle on all components prior to calling tse with no change to the error. The tse confirmed error 86 in the system logs, pointing to the vision carts intuitive surgical core power distribution (ipd) board. The tse walked the customer through another hard power cycle on the vision tower, but the system came up with another non-recoverable 86 fault. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no system malfunction prior to the procedure conversion was noted. There was no harm to the patient due to system issues. She stated that isi stated that the staff had done nothing to cause the non-recoverable fault. The system had been working perfectly, during the procedure the surgeon was using the robotic instruments to retract tissue to confirm hemostasis following peri-aortic lymph node excision when the fault occurred. Fortunately, none of the patient's tissue was being grasped at the time of the fault so we were able to remove the instruments manually without utilizing the emergency wrench. The system receives regular preventative maintenance (pm) and has been used in cases daily without issues. The surgeon had already performed one robotic procedure that day, this was her second robotic procedure. No issues were noted during the setup of the system. The procedure was in progress for two hours and 8 minutes when the issue was identified. The surgeon closed the cuff laparoscopically, she did not "open" the patient. The staging was completed, and the surgeon used the endostitch to laparoscopically close the vaginal cuff to complete the procedure. No additional ports had to be placed, and no additional incisions were made. No post-operative complications were noted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the core. The system was tested and verified as ready for use. The core involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The core was installed and tested into a test printed circuit assembly (pca) system where the component functioned as expected. System started up failed with error 86 on intuitive surgical core power distribution (ipd), side b 12v was out of range 2824 (2828 to 3456). Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. As a result of these findings, failure analysis was able to conclude that the ipd on power tray was found to be the root cause of the reported failure. The complaint was confirmed based on the field evaluation and failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to be a failure of the isi core power distribution board.